Event description:
A customer reported to baxter (B)(4) of a continu-flo primary administration set in which customer detected no flow of an unknown medication. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a continu-flo primary administration set in which customer detected no flow of an unknown medication was not confirmed during sample evaluation. One defective unit was returned at the plant for evaluation. The sample was visually checked; no issue was observed. The returned unit was also tested for gravity and underwater at 0.56 bar, no issue was detected. The sample was working within specification. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.